Event description:
It was reported patient underwent a distal tibial lock plating procedure on an unknown date. Subsequently, patient was revised on an unknown date due to a fractured plate. The fractured plate was removed and an external fixation device was implanted.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.